Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 168 mg/dl. The customer stated that the piece of plastic came off on top of the battery compartment. The damaged occurred when the customer was changing the battery. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer does not want to troubleshoot for the failed battery at this time.

Manufacturer narrative:
The insulin pump passed all current tests and no failed battery test alarm during test noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads, cracked case and broken belt clip slot.